Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when patient was walking, she was feeling a pulling on the gauze that was over the implantable neurostimulator (ins). The caller stated patient had a return of symptom which is leaking. The change in symptom was considered gradual. During the call, the caller was able to use the programmer and verified the stim was currently off. Patient was able to use the programmer and turned stim on. It was indicated patient was on program 1 at .6, they decreased to .5 and reported comfortable when sitting , standing and walking. The caller verified program 2, 3 and 4 at 0v. Patient would be seeing the healthcare provider on monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.